Manufacturer narrative:
Investigation: the final product for lot ta11163 is assembled and packaged at a supplier site. We have notified the supplier of the reported issue. Three retained samples from the reported lot were used for additional evaluation. An actual sample was not available. There were no visual defects noted and the dimensional inspection verified the product was manufactured properly. Functional evaluations were conducted and in all cases the clamp performed as expected. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Based on available information, since we were unable to duplicate your indicated failure mode and review of the device history records showed no indication of the alleged defect, we were not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that there was leakage with a bd infusion adapter c70. The following information was provided by the initial reporter: with several c70 leakage was discovered. Ncl bags connected to the c70 and including cytotoxic drugs prepared in the pharmacy -packed in an extra plastic bag and sealed for transport to the wards. At the wards leakage in the extra plastic bags was discovered. It looks like the clamp is "weak" and does not close correctly resp. Opens.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage with a bd infusion adapter c70. The following information was provided by the initial reporter: with several c70 leakage was discovered. Ncl bags connected to the c70 and including cytotoxic drugs prepared in the pharmacy -packed in an extra plastic bag and sealed for transport to the wards. At the wards leakage in the extra plastic bags was discovered. It looks like the clamp is "weak" and does not close correctly resp. Opens.